Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that while the nurse was assessing the pt and the pump, the nurse asked the pt, who was sitting in a chair, to see his system controller. When the pt reached around and grabbed the controller, the "pump off" alarm sounded. The nurses immediately exchanged the system controller. The pt complained of lightheadedness while the system controller was exchanged. The pt is stable; map is at 2245 and was at 81. There were no further alarms. The pt remains ongoing.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation. The reported event of a red heart alarm and pump stoppage was confirmed with the data contained in the log file that was retrieved form the system controller. The log file revealed motor stopped alarm events with the flow estimation value below the 2.5 lpm threshold (red heart alarm condition). The pump power was captured as high as 36 watts, and the pi values were captured as high as 16, while the device was connected to the power module. The system controller was functionally and was found to function as intended, even when the cables were manipulated. The white and black power leads were independently disconnected and the system continued to operate solely on either power lead without any functional issue. The system controller passed the functional test procedure, which confirmed all visual and audible alarms activated when induced. The system controller operated on a mock circulatory loop and passed without any notable event. The analysis could not determine a device-related root cause of the motor stopped alarm events contained in the log file. A review of the device history records revealed the device met all applicable specifications upon product release. No further information is available. The manufacturer is closing its file on this event.